Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from four different patient samples that were generated by the access 2 instrument. Patient a. The initial accu tnl result was 3.61ng/ml, 0.07ng/ml upon reflex and 0.06ng/ml. Upon repeat. Patient b: the initial accu tnl result was 10.24ng/ml, 0.01ng/ml upon reflex, and 0.03ng/ml upon repeat. Patient c: the initial accu tnl result was 0.77ng/ml and 0.00ng/ml upon repeat. Patient d: the initial accu tnl result was 8.97ng/ml and 0.01ng/ml upon repeat. The original patient samples (a-d) were used for reflex and repeat testing. The customer indicated the the accu tnl results obtained in this event were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.